Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue was confirmed because the patient reported that they did not tighten the connection secure enough causing it to come loose during therapy. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
During trouble shooting a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain, the home patient (hp) stated the transfer set came loose and drained a lot of fluid out. The technical service representative (tsr) advised the hp to contact the peritoneal dialysis registered nurse (pdrn) for advice. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn). The rn stated the home patient (hp) was forgetful and left the connection loose so a disconnection occurred. The rn stated the hp then reconnected, continued therapy, and the alarm occurred. The rn stated the issue was addressed. The rn stated the hp has been performing therapy fine.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.